Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of power cords were received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. In addition, no power clip was attached and/or returned. All returned power cords were used with no malfunctions and free of exposed wiring. The cause of the problem was determined to be the power cord on the back of the pes frayed ¿ unconfirmed.